Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and subsequently shut off. Review of the pump data logs by tandem technical support showed the battery gauge jumped from 15% to 40% then back down to 15%. The customer¿s blood glucose (bg) level was 245 (mg/dl). The customer charged the pump, reloaded the cartridge and delivered a correction bolus to address bg level. Reportedly the customer would continue to use the pump for insulin therapy.